Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose in the range of 30 mg/dl to 40 mg/dl. Customer also reports that insulin pump alarmed for no delivery and motor error after changing low battery. Customer states that no delivery alarm did not occur during manual prime and pump was unable to rewind. Insulin pump was not exposed to magnetic field. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Customer states that no delivery alarm was resolved by changing reservoir and infusion set. Insulin pump will be returned for analysis.